Event description:
The customer reported that the system was not booting up completely. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power plug was tightened. The system was tested and found to be working as intended and put back into service.